Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Subsequently, the pump shutdown. Customer's blood glucose (bg) ranged from 500-600 mg/dl. Manual insulin injections were used to address bg. The customer reverted to manual injections for insulin therapy.